Event description:
The device was used during a coelioscopy procedure. Reportedly, the tip did not retract properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.